Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Bilateral synovitis (synovitis). Right knee effusion (joint effusion). Left knee effusion (joint effusion). Total right knee replacement (knee arthroplasty). Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt (age is not provided), initials unk with osteoarthritis (grade IV, with severe prior effusion in left knee and moderate in right knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for one previous use of synvisc (first course, it was reported that the age of the pt at first synvisc injection was (B)(6)). On (B)(6) 1998, the pt rec'd her first intra-articular synvisc (hylan g-f 20) injection of the second course into left knee, dosage regiment not provided. The lot number of synvisc was not provided. On (B)(6) 1998, the pt experienced synovitis of left knee. On (B)(6) 1998, she rec'd her second injection of synvisc in both knees. On (B)(6) 1998, the pt experienced severe synovitis of the left knee and moderate synovitis in right knee. On an unspecified date in (B)(6) 1998, 80 cc of fluid was aspirated from the left knee and 70 cc of slightly turbid fluid was aspirated from right knee. On (B)(6) 1999, the pt underwent total knee replacement. On an unspecified date in 1998, the pt rec'd treatment with intra-articular celestone (betamethasone) at a dose of 02 cc and xylocaine (lidocaine) at a dose of 01 cc. The action taken with synvisc treatment was not provided. The pt had not yet recovered from bilateral synovitis. The outcome for the events of total knee replacement, right knee effusion and left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of total knee replacement, right knee effusion and left knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of bilateral synovitis as definitely related, with the event of total right knee replacement as unrelated and did not provide the relationship between the events of right knee effusion and left knee effusion. Follow up info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).